Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted as being stretched, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Complaint conclusion: as reported by the field, during a coil embolization, a 3x6 og cmplx xtrasoft coil (640cx0306, 30371451) failed to re-sheath. There was no patient injury reported. One non-sterile og cmplx xtrasoft coil 3x6 was received inside of a pouch. The received device was visually inspected, and no damages were noticed. The introducer was found in good normal conditions. Then a microscopic inspection was performed the embolic coil was found stretched outside from the introducer. No other damages were noticed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances related to the reported complaint condition were identified the complaint reported by the customer ¿coil introducer- zipping difficulty-rezipping" was not confirmed, the device was able to zip and rezip without difficulty and no damages were noted on the introducer that contributes to the complaint reported by the user. The stretched condition appears to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. Neither the analysis or the mre suggest that the failure reported could be related to the manufacturing process. The instructions for use (IFU) instructs the user to unsheathe a small length of the dpu to unlock the device, then to advance the embolic coil into the microcatheter until the hub connector of the dpu reaches the proximal end of the resheathing tool. This results in the placement of the embolic coil and the more flexible and fragile distal sections of the dpu inside the microcatheter before continuing to unsheathe the device. If the device is unsheathed before advancing into the microcatheter, there is a risk that the embolic coil or the distal end of the dpu will be unsheathed and pass through the resheathing tool. If the resheathing tool passes over the distal end of the dpu, this will expose these flexible sections, which will then be subject to kinking and bending. Once a part of the dpu is kinked or bent, the translucent introducer sheath will not be able to re-form around it, and that section of the device will protrude. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. Stretching is generally caused by the application of excessive force to a device while trying to retract against resistance. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
(B)(4) failed to re-sheath. There was no patient injury reported. Based on the device investigation, the embolic coil was found stretched.